Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported sometimes filling their cartridges using insulin pens with u200 humalog insulin. Tandem technical support informed customer that pump should only be filled using humalog or novolog from a vile per the user guide. Customer changed pump supplies to address the issue, but ultimately reverted to an alternate method of insulin therapy after occlusion recurred. Customer declined troubleshooting with technical support. Customer's blood glucose was 162 mg/dl.